Manufacturer narrative:
Result of investigation: it was determined that the root cause of failure is due to user fault. The blower was overheating due to lack of maintenance/filter exchange combined with not reacting on blower temperature alarms caused damage of main electronics. The customer provided feedback that they swapped a new blower assembly on the unit and found the problem to persists. The main board was replaced a new main board which the issue was resolved & machine started functioning well in good condition. They conclude that both main electronics and blower assembly in the unit was defective. The customer was informed that this happened due to poor maintenance and educate them about cleaning/replace the filters as per recommendation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files with blower test screen has been analyzed by vyaire technical support. The customer provided feedback that they swapped a new blower assembly on the unit and found the problem to persists. The main board was replaced a new main board which the issue was resolved & machine started functioning well in good condition. They conclude that both main electronics and blower assembly in the unit was defective. The customer was informed that this happened due to poor maintenance and educate them about cleaning/replace the filters as per recommendation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 has technical failure 316 "blower failure" issue. The customer confirmed that there was no patient harm associated with the reported event.